Manufacturer narrative:
The returned test strips were evaluated. They read an average of 693mg/dl high out of spec. With control, and an average of 510mg/dl high out of spec. With blood. Retention strips gave satisfactory performance.

Event description:
The customer received blood glucose readings of hi on one bottle of strips using the contour next link, re-tested on a different bottle of strips and the reading was 198mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The strips were returned for evaluation. New strips were sent to the customer.